Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the coil proximal contact was detached at the proximal contact bond; likely due to handling as the defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use. Functional inspection could not be performed due to the condition of the returned device. Based on the information currently available, the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event will not be confirmed as the damage noted to the device would be indicative of the as reported defect. The coil proximal contact was seen to be detached which may have been interpreted by the physician that the coil delivery wire to be broken. The manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.

Event description:
It was reported that during a coil embolization procedure, the subject coil's delivery wire fractured when delivering to the patient. The physician replaced it with a new device and finished the procedure without clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a coil embolization procedure, the subject coil's delivery wire fractured when delivering to the patient. The physician replaced it with a new device and finished the procedure without clinical consequences to the patient.